Manufacturer narrative:
MDR 3003442380-2024-02020 - device 1 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 05-january-2024, it was reported by the patient that four cannula was bent within three hours of insertion due to which hyperglycemia occurs. Event occurred on (B)(6) 2024. Two infusion set was placed in abdomen while one is in leg. She taken correction bolus via pump to lower down the high blood glucose. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available